Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with an inappropriate high voltage therapy delivered by the implantable cardioverter defibrillator. It was determined that shock was delivered for supraventricular tachycardia. Programming changes were discussed; however, no interventions were reported. Further information was requested but not received.